Manufacturer narrative:
G4: date received by manufacturer; corrected information initial MDR inadvertently omitted information known prior to submission. During follow-up it was discovered that initial awareness occurred on 8/18/2025. Current value in g4. Is date that sup info/correction information was received.

Event description:
It was indicated that the device is in fact available for return. It was noted that the sales representative was aware of high impedance prior to day of surgery.

Manufacturer narrative:
F10 health effect, clinical code: code e2402 utilized; appropriate term ¿migration¿ is not available. (Note that although migration is an available medical device problem code, in this report¿s context, the migration does not reflect a problem with the functionality or delivery of therapy of the device. Therefore, a device problem code does not adequately capture the patient¿s adverse event.). Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may have not been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that during a revision surgery, the surgeon identified that the patient's vagus nerve was transected. The tether coils were not wrapped around the vagus nerve. Due to this, the physician believes there is no reason to continue with replacing the vns. They decided to remove it. Later it was reported that high impedance was seen with this patient. Per the surgeon the lead electrodes were not fastened onto the vagus nerve. The lead electrodes were found to be loosely wrapped around muscle/facia. The surgeon was unsure if the transected vagus nerve was due to a previous surgery or caused by another factor. The suspect product has not been received by the manufacturer to date. No other relevant information has been received to date.

Event description:
Analysis of the generator that was connected to the suspect product was completed. No anomalies were identified. The onset date of high impedance was discovered. No other relevant information has been received to date.

Event description:
It was reported that the lead was discarded after surgery. No other relevant information has been received to date.